Event description:
Per the independent repair center, the customer alleged problem is there is no power. The key failure is the power switch will not start unit. As stated on the repair statement additional malfunction on this device: pilot valve alarms & shuts down.